Event description:
Patient revised to address loosening of tibial tray that occurred during rehab.

Manufacturer narrative:
Based on the examination of the submitted devices, the reported device subsidence could not be confirmed. The investigation could not draw any conclusions about the reported event; however, provided information indicates patient rehabilitation may be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.